Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Enduser alleges that pediatric pad pak lot#p5245 has low battery warning.

Event description:
There was no patient involved . Enduser alleges that pediatric pad pak lot#p5245 has low battery warning.

Manufacturer narrative:
The pedi-pak DHR for lot no. P5245 was reviewed and showed that this was 1 of (B)(4) pedi-paks manufactured in this lot. Each pedi-pak was subject to a battery voltage test on the 21st january 2017 with no recorded fails for battery voltage. 97 pedi-paks was sent from this lot to heartsine llc on the 23rd january 2017. The returned pedi-pak was measured and found to be depleted. This would have resulted in the device giving a ¿low battery¿ prompt, as per the reported fault. The pedi-pak subsequently became depleted beyond any use as witnessed during the investigation. The battery pack was investigated, and no abnormalities were found with the battery cells or connections, therefore it is concluded that the returned pedi-pak had either been stored incorrectly or became depleted due to an external load. There was no information on when the pad-pak was installed or how long the pad-pak was installed for. The user was contacted for further information regarding the use of this pad-pak. At the time of this investigation, no further information could be obtained from the customer. Should more information become available this report will be updated and if a sam pad device is returned, it will be opened under the same parent record (B)(4). The pedi-pak will be scrapped and replaced.